Event description:
The report from the affiliate indicated that: a pt underwent an emergent procedure to a non-tortuous proximal lad. The procedure was emergent due to acs. The de novo, 15 mm type b2 lesion was calcified and had no clot. Predilation was done with a 2.5 x 15mm maverick balloon at 8atm for 20 seconds. A 2.5 x 18mm cypher stent was implanted at 14atm for 20 seconds. Postdilation was not conducted. Ivus was not conducted. Timi flow pre and postprocedure was 3. Residual stenosis was 0%. Act was not measured. Two months later, administration of ticlid was stopped due to liver dysfunction. Five months after the ticlid was stopped, the pt had chest pain and went to the hosp. An st increase was observed and the pt was diagnosed with acute mi. Cag was conducted and thrombus was confirmed in the cypher stent. To treat the thrombus, aspiration was conducted. Then poba was done with a 2.5 x 15mm maverick balloon and a 2.75 x 10m cutting balloon was also used.